Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the returned desktop charger model 37761, serial (B)(4) showed broken connector pins on the cable assembly.

Event description:
Information received from the patient reported that their recharger had a blank screen, was beeping, and did not charge their implantable neurostimulator (ins). It was also reported that the recharger would not charge and it did not recognize that it was plugged in. The ins had depleted on (B)(6) 2016. No patient symptoms or harm were reported in the event. The indications for use for the implanted device were noted as post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.